Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue. The customer reported that buttons lag when customer navigate the pump. Customer¿s blood glucose was 270 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer stated pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the pump. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.